Event description:
It was reported that the top of the fiasp insulin cartridge occasionally detached during setup, and the user had been connecting the infusion set connector to the cartridge outside the pump and removing the old cartridge before initiating rewind; education on correct supply change procedure was provided. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to improper procedure of attaching the infusion set connector to the cartridge outside of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the reported event.